Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell ring and red cell hang up. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "on 3 different batches of dry gel tubes reference (B)(4) (batch numbers 2171047, 2164897 and 2153807), we observed red streaks after centrifugation at the level of the serum meniscus or at the top of the tubes,"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2171047, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-20. Medical device lot #: 2164897, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-13. Medical device lot #: 2153807, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell ring and red cell hang up. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "on 3 different batches of dry gel tubes reference (B)(4) (batch numbers 2171047, 2164897 and 2153807), we observed red streaks after centrifugation at the level of the serum meniscus or at the top of the tubes,"